Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that an adverse event occurred. The patient's parent reported that on approximately (B)(6) 2025, at an unspecified time later that night, the patient had hypoglycemic shock. An ambulance was called and put her on an IV and "saved her life." The parent was unable to provide details on the amount of time between the sensor falling off and onset of symptoms. The patient was not feeling okay, unable to speak, and thought she was hypoglycemic. Per the parent, they did not check her sugar before calling the ambulance as she does not know how to do it herself. When the emergency medical technician arrived, they checked her sugar, when asked what was the reading, she said that it's not registering with the finger stick meter that the emt used. Emt personnel then administered IV but reporter is not sure what type of liquid it contained. She said it might be some sort of sugar liquid. She was not rushed to the ER but instead, the IV was just administered at home. Per reporter, emt just waited until IV was finished and they left. The parent could not remember if they checked her sugar again before leaving. At the time of the report, the patient was in good condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.